Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to venitlate a patient (age & gender unknown), the device displayed "compressor fault- 2001" and "compressor fault- 3001" error messages. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was attributed to fluid ingress. Our evaluation found internal fluid damage inside the manifold, including the flow screens. The manifold was replaced. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.